Event description:
During a coronary drug eluting stenting treatment procedure, a shaft fracture occurred and the pt was sent to surgery for removal. The pt was brought to the ccl by ambulance from another facility. A sheath was already in place from a cath earlier in the day. The pt received a heparin bolus as well as an integrilin bolus and an integrilin drip was started. The physician found a 90% restenotic lesion in the posterolateral branch of the circumflex (cx) artery. The lesion was predilated and two taxus express2 2.5x16mm drug eluting stents were deployed in an overlapping fashion. The physician then went to the bifurcation lesion of the marginal and main stem cx. A .014" whisper wire was used to cross into the marginal. The 90% stenosed lesion in the obtuse marginal (om) was predilated twice with a 2.0x20mm voyager balloon at high pressures. The physician decided to do a t stenting of the om and cx. A taxus express2 2.5x8mm drug eluting stent was placed in the om and a taxus express2 2.5x12mm drug eluting stent was placed in the main stem cx. The 2.5x8mm stent was deployed first at 14 atm's. Angiography revealed timi 3 flow in the marginal. The physician then planned to deploy the stent in the main stem cx. The positioning of the marginal stent affected the positioning of the main stem cx stent, so the physician attempted to reposition the stent, in the process of repositioning the stent, the shaft of the balloon broke off from the tip of the stent delivery system, leaving an undeployed balloon with the stent on it in the body of the proximal cx, potentially jeopardizing flow to the entire cx system. The physician felt the broken shaft and undeployed stent caused a potential for thrombosis of the vessel. At the time, angiography revealed timi 3 flow in the vessel and the pt was pain free and hemodynamically stable. The physician felt the best course of action was to send the pt for emergent bypass surgery. Even though the pt was stable and pain free, the physician opted to place an intra-aortic balloon pump for ischemic support in the right femoral artery. The pt remained pain free and hemodynamically stable throughout the time in the cath lab. The pt was taken to surgery and the broken shaft was successfully removed. Pt status was reported to be satisfactory.